Event description:
It was reported that, oversensing was observed on the device. The device was reprogrammed to resolve this event. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.